Event description:
It was reported that the lead was explanted due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in two pieces. Multiple external insulation abrasions were found at 12.0cm - 12.4cm and between 45.1cm and 49.5cm from the distal tip, consistent with friction to the ICD can. The etfe coating was intact at these locations. Internal insulation abrasions were found at 6.9cm - 11.2cm, 12.7cm - 12.8cm and 13.1cm - 14.5cm from the distal tip. The etfe coating was abraded at one of these locations.